Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient was revised on (B)(6) 2013 due to allegations of pain, swelling, inflammation, dysfunction, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. Lawsuit further alleges the presence of metallosis and synovitis during the revision procedure. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2013 was due to pain. The patient's operative report noted synovitis and metallosis. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components. And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01417/-01418).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient was revised on (B)(6) 2013 due to allegations of pain, swelling, inflammation, dysfunction, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. Lawsuit further alleges the presence of metallosis and synovitis during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.